Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed frequent no delivery alarms. The customer stated that a no delivery alarm occurred when she was inserting the infusion set. The blood glucose reading was 311 mg/dl. She noted that her blood glucose reading had dropped down to 51 mg/dl on one occasion. She also stated that in the afternoon, her blood glucose reading was 119 mg/dl, and 4 hours later, it dropped to 57 mg/dl without any insulin delivery. She declined any assistance with the matter, advising that in the past 24 hours, she had been doing well. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.